Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing, intermittent fluctuating blood glucose (bg) levels (32-400). Juice/food were consumed to address the low bg and a correction was delivered to address the high bg. The customer suspected the pump settings needed to be adjusted. Reportedly, the customer discussed the setting adjustment with a healthcare provider.